Event description:
It was reported the device was used during an unk procedure. It was reported the surgeon was called to pacu for decreased urine output. Surgeon assessed pt and suspected shock due to pt appearance. While diagnostic testing was being ordered, the pt expired. Cause of death noted as pulmonary emboli. No incident report was filed; no autopsy performed. It is unk what caused the emboli. The ors reported to the rep the surgeon suspects poor hemastasis from staple line caused shock. Surgeon has concern re: product performance. The surgeon was performing a right hemicolectomy and performing a functional end to end anastomosis using the linear cutter. During the post operative period, it noted a few days later the pt appeared to be pale with low urinary output and subsequently expired rapidly. The surgeon indicated that he thought this may have come from staple line bleeding at the anastomotic site, since he had noted bleeding with linear cutters on previous occasions. The surgeon stated that he did not inspect the staple line at the time anastomosis was constructed. There is no add'l materials for co to examine.